Event description:
The following has been reported by customer: the pump alarmed and says downward occlusion. Customer silenced it and checked the connections, everything looked alright. While trying to press buttons like the up and down, it won't do anything, as it's still alarming. It took about a minute before customer could silence it and go back to the main screen. This time, the patient ends up receiving 50 mcg of epinephrine IV due to severe hypotension. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation this complaint is considered as: not investigated the trend is: normal.